Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified a fracture at the thread. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. Length of the device usage is unknown. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported device related to the reported event. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw iuniht in dental site 42 fractured and was removed. The implant remain in patients mouth.